Event description:
Caller called to report that six weeks after she got her silicone implants she developed an infection on the left side and had fluid build up had it replaced. She also, reports having most of the symptoms of breast implant illness and that in (B)(6) 2019 she was diagnosed with ruptured implants that are leaking, has fluid filled cyst on her brain, suffers from nausea/vomiting, sleep disturbances, open rashes on her breast that leaked fluid, fatigue, seizures, joint pain and swelling. Reporter states that she went for an MRI on (B)(6) 2020 but, testing was unable to be completes due to the amount of pain she was in. The facility were she was having the MRI contacted her doctor to see if she could have anything for the pain and her doctor refused. She was told that she would need to follow up at later date for further testing.